Manufacturer narrative:
One defective bacteria filter was returned with the housing in two pieces together with one other unused filter from the same batch. The defective filter could be pulled apart. There were no visible signs of any glue or welding on the two housing parts. The filter housing is both glued and welded and it is validated to take an internal pressure until 30 kpa without breaking. Functional tests were performed on the unused filter and it passed the tests. The conclusion is that this filter was manufactured according to its specification. The conclusion is that the used defective filter was not manufactured according to its specification.

Event description:
(B)(4)

Event description:
It was reported that during ventilation, the bacteria filter that was connected in the patient circuit, came apart when the patient was coughing. There was no patient harm. (B)(4).